Event description:
It was reported that approximately 18 months post-implant of a bifurcated device, infrarenal aortic extension, and bilateral limb extensions, the patient presented with a ruptured aneurysm. Reportedly, an angiogram revealed an endoleak just proximal of the bifurcation, allegedly associated with a wire fracture. The patient was treated during a secondary procedure with a competitor's cuff device. The patient was readmitted two weeks after secondary procedure for acute bleeding, which was treated by relining the entire device with a competitor's bifurcated device. The patient tolerated the procedure well.

Manufacturer narrative:
Preliminary internal review of the angiographic images noted a radiopaque line that was originally believed to be interpreted as a wire fracture. The length and positioning of the radiopaque line is inconsistent with the wire pattern of the intuitrak stent cage. Report of stent wire fracture could not be confirmed. Given the orientation of the radiopaque object, it is possible that this could be a radiopaque tip from a guidewire or other device used at time of index or subsequent procedure. Further information has been requested. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for evaluation. However, series of computed tomography angiograms were reviewed by a clinical representative. Based on the review of the images, a radiopaque line that was originally believed to be interpreted as a wire fracture was noted. The length and positioning of the radiopaque line is inconsistent with the wire pattern of the intuitrak stent cage. The report of stent wire fracture could not be confirmed. Endoleak type iii was confirmed with a visible wire form misaligned within the graft lumen. The source of the wire form is not clear from the available images as the stent structure seems intact. The likely cause of the event was an endoleak that possibly caused breach in the graft material due to misaligned wire formation that happened during the procedure; however, this cannot be conclusively determined. Based on the review of manufacturing records, there is no evidence that the reported event is due to a manufacturing issue. Endoleaks are a known risk of the procedure and are identified in the product labeling.